Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.